Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead stiffness test was performed and was found to be within specification.

Event description:
It was reported that just before leaving the procedure room on the day of implant, the pacing impedance increased. The next morning, the patient complained of mild chest pain. The pacing impedance was now greater than 2500 ohms and the capture threshold had increased. The patient was returned to the ep lab. The lead was explanted and replaced. The lead was discarded and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.